Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included shortness of breath, upper respiratory tract infection, general body pain, tightness in chest, abdominal pain lower, nausea and anorexia. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vitamin b12 deficiency ("vitamin b-12 deficiency"), nausea ("nausea"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and pain ("throughout body"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vitamin b12 deficiency, nausea, fatigue, vulvovaginal pain, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, nausea, pain, pelvic pain, vaginal haemorrhage, vitamin b12 deficiency and vulvovaginal pain to be related to essure. The reporter commented: two coils were seen emanating from the tube. The left fallopian tube was then identified and the essure device was deployed in standard fashion-. Two coils were seen. Patient report after essure removal most, if not symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test(s) (unspecified) : total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of product technical complaint. On 25-sep-2019: mr received : new reporter contact information was received. Patient's demographics were added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vitamin b12 deficiency ("vitamin b-12 deficiency"), nausea ("nausea"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and pain ("throughout body"). On (B)(6) 2008, the patient had essure inserted. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vitamin b12 deficiency, nausea, fatigue, vulvovaginal pain, abdominal pain and pain outcome was unknown. The reporter considered abdominal pain, fatigue, menorrhagia, nausea, pain, pelvic pain, vaginal haemorrhage, vitamin b12 deficiency and vulvovaginal pain to be related to essure. The reporter commented: patient report after essure removal most, if not symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: essure confirmation test(s) (unspecified): total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Date of explant added. This case become incident. Lot number added. Event injury was updated to pelvic pain. Following events were added: abnormal bleeding (vaginal, menorrhagia), vitamin b 12 deficiency, nausea, fatigue, vaginal pain, abdominal pain and throughout body pain. Reporter information and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.